Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a damaged conductor wire, and the instrument did not respond to the surgeon's command. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage was first observed intraoperatively during the first movement post insertion. There was no loss of cautery associated with the damaged cable. No arcing was observed during the procedure. The procedure was completed with a backup instrument. No damage resulted in a fragment falling inside the patient¿s anatomy. The instrument was not inspected before use. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.